Event description:
When attempting to start an IV, the nurse received blood return but the needle would not thread off the needle. The nurse pushed the button to retract the needle and placed their thumb over the puncture site. The needle poked through the glove and pierced their left thumb.